Event description:
The user facility reported that during an unspecified procedure ,the tip of the electrode melted and became deformed. There was no pt injury reported.

Manufacturer narrative:
Olympus followed up with the user facility to obtain more detailed info regarding the report, and was informed that during a therapeutic transurethral resection of bladder tumor (turbt), the electrode arced, and the tip melted and became deformed. There was no device fragment that fell into the pt. The procedure was completed after replacing the bovie cord, working element, and roller ball electrode. The subject electrode was not returned to olympus for eval. The exact cause of the user's experience could not be conclusively determined, but user error could not be ruled out as a contributory factor to the reported event. This report is being submitted as a medical device report in an abundance of caution.